Event description:
Ref MDR # 1219856-2010-00860 for the first event involving the same pt. It was reported that an (B)(6), male, was in the cath lab. The md reported the intra-aortic balloon (iab) wrapping was not correct. The iab box was opened. After the correct procedure for vacuuming and removal of the iab from the tray, the iab was placed in the super arrow-flex (saf) sheath and became stuck. The md did not force the iab through the sheath, but removed the iab and saf sheath again. The then inserted a 10fr introducer and re-introduced the second iab. This placement was successful. The insertion site was the same for all placements (femoral artery). There were no reported complications, injuries or death reported. The condition of the pt was noted as "fine."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.